Event description:
It was reported that the patient underwent a laminectomy. It was reported that the pin in the jaw of the pituitary broke causing the instrument not to open or close. The pin was recovered but placed in the trash. No patient complications were reported.

Manufacturer narrative:
(B)(4). Hospital. Neither the device nor applicable imaging films were returned to the manufacturer for evaluation; therefore, the cause of the event cannot be determined.

Manufacturer narrative:
Corrected information: if information is provided in the future, a supplemental report will be issued.